Manufacturer narrative:
Concomitant product(s): dtmc2d1 ICD, implanted: (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an unrelated hospital stay, the patient developed ventricular fibrillation (vf) episodes which were terminated by shock delivery. The left ventricular pacing seems to drop in frequency after ventricular sensed events, which led to prolongation of qt time and resulted in the patient's vf. Of further note, the vf occurred after the intake of laxative medication. Reprogramming was done and the left ventricular lead was turned off. No further patient complications have been reported as a result of this event.